Event description:
It was reported that radiographs demonstrated a reverse shoulder baseplate had sheared off the glenoid with three associated screws broken at an unknown timeframe post implantation. The issue was identified on radiographic evaluation provided by the surgeon. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: comp rvs cntrl 6.5x25mm st/rst cat # 115395 lot # 67143772, comp lk scr 3.5hex 4.75x30 st cat #180553 lot # 66951385. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.